Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during introduction, they tried to extend the snare loop. Strong resistance was felt, the wire of the handle was separated and the snare did not extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached. In addition, the catheter was slightly kinked in the extreme of the strain relief and the handle cannula was in good condition. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The flare detached; this condition does not allow the device to be actuated. However, the handle cannula is not detached and is contrary to what was initially reported. The most probable root cause classification for the reported failure could not be determined. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during introduction, they tried to extend the snare loop. Strong resistance was felt, the wire of the handle was separated and the snare did not extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.